Event description:
Dealer called stating that the back upholstery on the v20rfr wheelchair is allegedly coming unstitched where it attaches to the back cane. It is also ripping on the ends on the seat upholstery. No injury. The malfunction has not been confirmed.